Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) b3: event date is date valid h3: analysis of the recharger found device got hot after running it at the donut end. Got no device found message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the controller stopped working when they charged their implant and the issue began last wednesday. Patient reset the controller and the issue did not resolve. During the call agent walked patient through removing the battery pack and plugging controller into the ac power supply cord; patient confirmed controller powered on. Patient got the memory problem message and couldn't adjust the date because the controller went to the lock screen. Patient got no device found. Patient inserted the battery pack and green light was flashing above the screen. Patient unplugged the ac power and patient got recharge the controller. Agent advised patient continue charging the controller and to call back if they had issues charging the implant. Additional information was received from a patient (pt). It was reported that the pt was having issues charging their implantable neurostimulator (ins). Pt states they have called before about this. The pt states that the charger was no longer working and the previous the agent advised them to monitor. Pt states they have been having issues charging 3-4 months ago, 4 months ago was confirmed. Pt states they will be charging and the system just stops, agent tried to clarify what stops. Pt states they have not used the device since december as it hasn't been working. Pt reports they hit try again vs recharge. Agent advised to hit recharge. Agent advised to reset equipment and pt was able to charge, however, the pt was seeing system problem rm 03. A replacement recharger (rtm) was sent out. No symptoms were reported.